Event description:
Additional information received clarified that one lead was replaced and one lead was repositioned. It was unknown which lead was replaced and which one was repositioned.

Event description:
It was reported that the patient experienced increased pain. Additionally, lead migration was reported and as a result, the leads we re replaced on (B)(6) 2009. The diagnostic method used was surgical observation. The issue was noted to be of mild severity and it resolved without sequela.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2009-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2009-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).